Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported symptom ' system error 345' was verified through a review of the event history log by the multiple presence of 'system error 345' messages, and was able to be reproduced through troubleshooting of the device. Evaluation revealed that the cause was an out of specification downstream thermistor reading. The force sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced system error 345 (thermistor disparity). There was no known patient injury or medical intervention associated with this event. No additional information is available.